Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they had x-rays done about a month ago and ever since then, they haven't been able to update their therapy settings, and they believe that their therapy has been turned off. The patient stated that they've been in the hospital twice and haven't taken the time to do anything about it until now. The patient stated that they have had a couple accidents, leading them to believe their therapy is turned off. Agent walked the patient through connecting to their settings and the patient was able to verify that therapy was turned on. During guidance the patient encountered the "device not responding" message and stated that they kept receiving that prior to calling. Agent troubleshooted with patient and patient was able to successfully connect to their ins. Patient stated that after they got off the call they would increase their stimulation. Patient will monitor symptoms and follow up with hcp as needed.